Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services he experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy fluid and general ill feeling. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital were not reported to the outpatient clinic and results remain unknown. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient tangled his cycler set tubing with his extension set and used scissors to remove portions of the tubing and extension set, thus, contaminating his pd catheter (not a fresenius product). It was affirmed the tangling of tubing was not due to a deficiency or malfunction of the liberty cycler set, rather it was the patient¿s inappropriate and inattentive method of setting up his pd treatments. The patient was prescribed intraperitoneal (ip) cefepime and ip vancomycin (dosages, frequency and durations were not reported) to address the infection. The patient was able to undergo assisted ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous access on an in-center basis post-discharge as it was determined the patient cannot safely undergo ccpd therapy at home autonomously. The patient recovered from this event as he remains asymptomatic on antibiotic therapy.